Event description:
During cardiomems implant procedure the patient experienced supraventricular tachycardia and atrial fibrillation. Post procedure the patient experienced hemoptysis. To resolve the hemoptysis the patient was given medication to reverse effects of heparin which had been administered during procedure. The patient was noted to be stable and transferred to ICU for overnight observation. A CT scan was performed and confirmed a left lower lobe pulmonary hemorrhage. The cause of the supraventricular tachycardia and atrial fibrillation is unknown. The physician reports they believe the cause of the hemoptysis was the non-abbott guidewire.

Manufacturer narrative:
No device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.